Event description:
Boston scientific crm received information that the patient implanted with this pacemaker has complete heart block and has experienced a few syncopal episodes with tremors. The patient has undergone a neurological exam with no reason for the syncope found. Threshold and impedance measurements are stable and device function is normal. Four atrial tachycardia response (atr) episodes were noted to have been stored in (B)(6) 2009, but were very short in duration. The caller has questions about sudden brady response (sbr) and maximizing storage of events.

Manufacturer narrative:
A boston scientific technical services consultant discussed event storage and sbr programming with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--